Manufacturer narrative:
As of today, no further information has been made available. This product remains in-service. Should additional information become available, this report will be updated.

Event description:
Additional information indicates that this patient will conitnued to be followed closely. At this time, no decision has been made to change out the rv lead.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited high out of range shocking impedances greater than 125 ohms. No adverse patient effects were reported. It was reported that the shocking configuration was changed to rv coil to can and the impedances were then found within normal limits. Technical services (ts) discussed that this suggests a possible proximal coil issue. It was reported that this patient was scheduled to have defibrillation threshold (dft) testing performed and if dft were normal, they would leave the system as programmed. Subsequent information indicates that dft testing was performed. They had taken out the proximal coil in the configuration and the impedances dropped to 65 ohms. Recently, it was noted that the impedances have increased slightly to 90 ohms.